Event description:
A (B)(6) male pt contacted lifecor customer support to report that the electrode belt would no stay connected to the monitor. He stated that he feels like the device had not been connected for the past week. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. Upon further inspection, the electrode belt connector plastic was completely missing. The pins were completely intact and straight. The connector could not be screwed, in which allowed for an intermittent connection between the monitor and the electrode belt. The root cause of the missing connector was probably excessive force applied to the connector during mating. The connector was forced into the monitor, which defeated the connector keying mechanism and allowed the plastic to break. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.